Event description:
Edwards received notification from our affiliate in new zealand. As reported, this was a case of a 20mm sapien 3 ultra resilia valve, implanted in the aortic position by transfemoral approach. During the procedure, after implantation, transesophageal echocardiography identified a central aortic regurgitation with findings of leaflet motion restriction and inadequate leaflet coaptation. One leaflet was noted to have low mobility that could not be differentiated further. A post dilatation was performed with the addition of 1cc. However, repeat transesophageal echocardiography showed the central aortic regurgitation persisted. Further post dilatation with non-edwards a post dilation balloon was not performed due to concern for potential valve damage, and the procedure was ended with the patient's gradient reduced from 93 mmhg to 23 mmhg. The patient was reported to be in stable condition at the end of the procedure with one valve leaflet still without mobility. The patient will be re-intervened. The medical team was considering surgery or post-dilation with atlas gold. The team will have a back-up valve in case the post dilation with a non-edwards a balloon is unsuccessful

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.